Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. H3 other text: device not returned.

Event description:
It was reported, that the insulin gauge was inaccurate. Reportedly, the customer is overfilling the cartridge. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 116 mg/dl.